Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader is required.    Dhrs (device history review) for all libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint.    Clinical data was reviewed for the reported complaint and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field.   Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint.    A tripped trend review was performed for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues   if the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported obtaining lower readings from the adc freestyle libre sensor compared to readings obtained on an hcp meter. Customer reported obtaining sensor scan results of "sometimes 6mmol/l" and "around 8.2mmol/l - 9mmol/l" and experiencing frequent urination. Customer called an ambulance and was taken to a hospital where a reading of 20mmol/l was obtained on the hcp meter. The customer was diagnosed with diabetic ketoacidosis and treated with IV insulin (dose unknown) and IV potassium (dose unknown). Customer was reportedly hospitalized for an unspecified amount of time.

Manufacturer narrative:
The reported product is not expected to be returned. A follow-up report will be filed if product is returned or additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported obtaining lower readings from the adc freestyle libre sensor compared to readings obtained on an hcp meter. Customer reported obtaining sensor scan results of "sometimes 6mmol/l" and "around 8.2mmol/l - 9mmol/l" and experiencing frequent urination. Customer called an ambulance and was taken to a hospital where a reading of 20mmol/l was obtained on the hcp meter. The customer was diagnosed with diabetic ketoacidosis and treated with IV insulin (dose unknown) and IV potassium (dose unknown). Customer was reportedly hospitalized for an unspecified amount of time.